Event description:
Positive for staphylococcus infection (knee) [arthritis infective]. Case description: a spontaneous report was received on 16-oct-2010 from an hcp via a company representative regarding a male patient (name and age unknown), who experienced a staphylococcus infection in the knee after receiving synvisc-one. The patient received synvisc-one in both the knees on (B)(6) 2010 for an unknown indication. A few days after receiving the injections, the patient went back to the hcp and had one knee cultured which came back negative for infection. Approximately 12 days later, the patient had the same knee cultured again and it was positive for staphylococcus infection requiring the knee to be cleaned out twice. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.